Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to high blood glucose readings between 500 and 700 mg/dl. The customer was admitted to the hospital on (B)(6) 2017. Customer's symptoms included stress and vomiting. Customer was treated in the hospital. The cause was due to diabetic ketoacidosis. The customer was wearing the device at time of admission. Customer was waiting to be released but needed to perform troubleshooting first. The customer performed the self-test, displacement test, and high pressure test which all passed. Customer was advised the device was working as designed and to monitor their problem. Nothing was replaced or returned.